Manufacturer narrative:
Unit failed displacement test with (13.3 units remaining on status screen) and motor error alarm during rewind due to motor encoder out of phase. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as a no delivery alarm. Customer's blood glucose level at the time 150 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.